Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6), product type: recharger, product ID 97755 lot# serial# unknown, product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (serial number: (B)(6)) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt says that "for at least a month and a half" its been difficult to connect to charge the implant, and it also take a long time to charge. Pt says that they met with rep the day before yesterday and was told to call. Pt says rep had them take battery pack out and then they were able to get up to 30 percent but its charging very slow. Pt says the port of the controller looks intact. They said the end of the rtm cord also looks intact. I asked if the rtm is heating up a lot when charging and they said they think sometimes it does but not very much lately. The issue was not resolved through troubleshooting. Additional information was received. It was reported the patient still had difficulty trying to start an implant charging session. Caller mentioned their implant is in the abdomen, they had gained some weight and also had not charged the implant in over 2 weeks. Caller confirmed they are getting no device found (16). Caller was walked through passive recharge mode and caller is getting range 82-85. It was reviewed this could take up to 3, ten min sessions.